Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full battery functionality and resistance testing on the power button without duplicating the report. Visual inspection of the battery lugs found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type. The battery used at the time was not returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.